Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: device was returned for analysis. A visual examination of the returned device identified a hypotube break 38cm from the catheter strain relief. Hypotube kinks were present at various locations along the shaft. This type of damage is consistent with applied tensile force to the device during use. A microscopic examination of the tip and balloon found no damage. All blades were present and fully bonded to the balloon. The balloon did not exhibit any signs of use and was folded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, shaft kink occurred. The 90% stenosed target lesion was located in an unspecified vessel below the knee. A 2.50mm x 1.5cm x 140cm spcb flextome mr cutting balloon was selected to treat the target lesion. The device was then inserted into a non-bsc introducer sheath; however, it was noted that the shaft was kinked 20cm from an unknown part of the device. It was also noted that the shaft was not detached. Moreover, the device could not be inserted any further due to this event. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status was good. However, device analysis revealed a hypotube break 38cm from the catheter strain relief.